Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after unknown duration due to endocarditis no valve to be returned. No device to be returned for eval. No further info available.